Event description:
Provider states that when the consumer is driving the chair the gearbox will act up and make the ride feel like the user is driving over something even though they are not. No additional information provided.